Event description:
It was reported that the patient stated the pump was "agonizing" when trying to inflate an inflatable penile prosthesis (ipp) even trying to use numbing cream on it. The patient also indicated that the physician was aware of the problem. Product performance analyst (ppa) was unable to request further information, as customer contact for the account is unknown.

Event description:
It was reported that the patient stated the pump was "agonizing" when trying to inflate an inflatable penile prosthesis (ipp) even trying to use numbing cream on it. The patient also indicated that the physician was aware of the problem.